Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection and erosion. It was reported that the patient had sepsis. Additional information received from the field representative indicated that the leads were damaged heavily during the extraction process and probably will not be returned. There were no additional adverse patient effects reported. The lv lead was explanted.